Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since (B)(6) 2017 the user reported pain. It was found that a #2 strength axial magnet was in use and it was switched to a #1 strength diametric magnet. The user underwent wound debridement and re-positioning surgery in (B)(6) 2018. A 1-2 cm portion of inflamed tissue was removed and the electrode array was also re-inserted. In (B)(6) 2018 the recipient underwent surgery for closure of wound and debridement. The user had intermittent drainage from wound site and was noted to have a small area of skin breakdown over the post-auricular incision. Sutures were placed to close a 2.5 cm dehiscence over the internal device magnet. The wound did not heal following these procedures. Since the closure of this wound was not healing, the device was explanted on (B)(6) 2018. The electrode array was cut and left in the cochlea for re-implantation in 6 months time.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusions: according to the recipient report the device was explanted for medical reasons, namely skin breakdown over the internal magnet site and the post-auricular incision. Reportedly, a too strong external magnet migth have contributed to the observed symptoms. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process. In addition, device investigation showed damage to the active electrode likely caused by minute device mobility. Other mechanical damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
The recipient has suffered of chronic drainage and recurrent skin breakdown over the post-auricular incision and internal magnet since november 2017. Since the closure of this wound was not healing, the device was explanted on (B)(6) 2018. It was alleged that the cause of the problem was the magnet being too strong for the recipient's skin flap. Per device explantation report, the skin was not intact prior to device removal. An approximate 3-4 cm portion of the receiver was exposed. Edges of the wound were white, dry and crusting. No visible damages to the device were noted prior to removal. The electrode lead was left in the cochlea to keep it patent. Reimplantation is considered if the wound heals from explantation.